Event description:
It was reported that during an lavh procedure, the devices would fire 1 or 2 times okay, but then closing & firing levers would stick. Case completed without patient consequences. Extended operating time by 30 minutes.

Manufacturer narrative:
Evaluation summary: device a was returned the firing trigger jammed halfway, otherwise in good visual condition and with no cartridge loaded. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, the left shroud pinion axle support and one short rack tooth were noted to be broken. Firing mechanism damaged. Cartridges g-I-m-p were returned partially fired, in good visual condition and with the lockout spring normal; cartridges k-l-h-n-o were fully fired, in good visual condition and with the lockout spring normal; cartridge j was partially fired and with lockout spring damaged. As the instructions for use states, "note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. If resistance is felt, stop and replace the cartridge. Firing through the lockout mechanism will break the device. Caution: the firing stroke must be completed. Do not partially fire the device." Cartridges g-I batch a5cv80, cartridges k-l batch c5en6t, cartridges m-p batch c5e39u, cartridge h batch c5d41z, cartridge j batch c5d12p, cartirdge n batch c5ep7y, cartridge o batch c5fc5k. Device b was returned in good visual condition and loaded with a 7/8 partially fired cartridge that was noted to have the lockout tab damaged; in addition, 3 malformed staples and 1 b-form staple were found on the cartridge surface. As the instructions for use state, "note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. If resistance is felt, stop and replace the cartridge. Firing through the lockout mechanism will break the device. Caution: the firing stroke must be completed. Do not partially fire the device." Upon further inspection of the device, the h-crimp was slightly damaged; however, when tested for functionality with a test cartridge, the device fired conforming. No conclusion could be reached as to how the h-crimp became damaged. Batch #=c5er57, mfg date: 06/2006, exp date: 05/2011. Device c was retrurned the firing trigger jammed halfway, otherwise in good visual condition, with no cartridge loaded and with 2 b-form staples lodged in the channel. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, the left shroud pinion axle support and one short rack tooth were noted to be damaged. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis. Batch #=c5d18u, mfg date: 01/06, exp date: 12/06. Device d was returned with the firing trigger jammed halfway, otherwise in good visual condition and loaded with a 1/2 partially fired tr45w cartirdge that was noted to be in good visual condition and with the lockout in normal condition. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, the left shroud pinion axle support was damaged. Batch#= c5d18u, mfg date: 01/06, exp date: 12/06.